Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent a posterior lumbar fusion with instrumentation and rhbmp-2/acs. 2.5 weeks post-op, the patient developed a tense fluid-filled mass in the low back. The surgeon has performed blood work and a CT/myelogram to eliminate the possibility of csf fistula and infection.